Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received appeared to show device deforming in bulbous shape. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device deformed into a cobra shape in the left atrium. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. After, recheck on the surgery table with warm water and an attempt was made to position it again in the defect, but the device at the waist remained elongated and a residual shunt remained. The procedure time extended by 2 hours. Finally, the patient was taken to surgery to close the defect through open surgery. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.